Event description:
Nellcor puritan bennett rec'd a report from a biomedical that the unit provided a low tone audio. There was no pt harm reported.

Manufacturer narrative:
The unit was requested back for eval, but has not yet been rec'd.